Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. There was a confirmed infection that was possibly (B)(6) so the whole system was explanted on (B)(6) 2018. The rep noted that the patient has a history of this. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. Per the healthcare professional (hcp), the possible infection was noted at the post-op visit on (B)(4) 2018 per the hcp, the product was disposed of so it would not be returned for analysis. Per the hcp, the weight was not available for this patient. Per the hcp, the cause of the infection was unknown. The hcp confirmed that the organism was pseudomonas and not (B)(4) . Per the hcp, the patient is in the hospital receiving IV antibiotics. All information was confirmed with the hcp. No further complications were reported/are anticipated.